Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was online but not syncing with server. The remote monitoring specialist dialed into the station and found that an alarm was triggered on the rss dashboard. The station datasync log was extracted, and it was confirmed that the station required manual recovery. The datasync and maintenance services were stopped via cmd. A hotfix for es 1.6 was run, and the resolution from ka 00007152 was applied. The table was truncated. The maintenance and datasync services were started via cmd. The device had uploaded 0 changes. The system functioned as intended after the remote monitoring specialist resolved this issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower device was online but not syncing with server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.